Event description:
On 25 april 2022, a perceval sutureless aortic heart valve pvs21 was implanted in a patient with bicuspid aortic valve. After de-clamp, pvl was found, so the device was explanted and inspiris (size unknown) was implanted on the same day. After operation, the patient has no problem. The additional surgery time caused by this event is not clear, but the patient remained stable throughout the procedure. As reported, there was no abnormality in the level of calcification of the patient¿s valve. The surgeon reported that the device positioning was no problem. No stent folding was noted.

Manufacturer narrative:
Not available for return.

Manufacturer narrative:
The manufacturing and material records for the percival heart valve, model #icv1208, s/n # (B)(6), including the nitinol stent component, as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) percival heart valve at the time of manufacture and release. Since the device was not returned, no further investigation is possible at this time. Based on the available information, and given that no inspection on the device was possible, it is not possible to draw a definitive conclusion on the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Based on the manufacturer's experience with similar cases, procedural factors, such as a device not correct positioning or mis-sizing, or patient-specific factors like the presence of bulky calcifications or hypertrophic septum, could contribute to intra-operative events of perivalvular leak. Ultimately based on the information available, the exact root cause cannot be established at this time. Should any further information become available in the future, the manufacturer will provide an update to this reporting activity.

Manufacturer narrative:
Corrected g3.